Event description:
It was reported that the pump battery was depleting quickly. There was no reported adverse impact to the customer. No additional information was received regarding any customer actions or technical support troubleshooting or resolution for this event.